Event description:
Treatment of a small saccular aneurysm measuring 8mm and located in the ophthalmic segment of the right ica (internal carotid artery). During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil. Multiple unsuccessful attempts were made to release the ped (pipeline embolization device) from the distal capture coil. The device was removed from the patient and the procedure was completed with another pipeline without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).